Event description:
It was reported that for an interventional procedure of the left distal circumflex artery with concentric, moderate tortuosity and moderate calcification, predilatation was performed. A 2.5 x 15 mm rx xience v stent delivery system (sds)failed to cross. It was removed from the patient's anatomy and an extra guide wire was inserted. The stent system was re-inserted, but was again unable to cross, and a dissection occurred. A 2.75 x 8 mm xience sds was advanced but also failed to cross. A non-abbott sds was advanced and the stent was implanted to cover the lesion and the dissection. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was moderately tortuous and calcified which likely contributed to the reported failure to advance. The reported dissection is a known adverse event listed in xience v instructions for use (IFU). A conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined. Reportedly, the stent delivery system was re-inserted a second time. It should be noted that the IFU states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or/and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter. In this case, it cannot be determined if the re-insertion contributed to the difficulties experienced. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. In addition, a quality control audit inspection is used to verify the product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - re-insertion. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.